Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Preapproaching recommended replacement time (rrt) at 2.61v, not yet triggering rrt.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Preapproaching recommended replacement time (rrt) at 2.61v, not yet triggering rrt.

Event description:
It was reported that the device experienced premature battery depletion, and the physician suspected that there was something wrong with the device. The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.